Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the ultrasound guided drainage of perinephric abscess, the wire line of drainage tube was allegedly broken. It was further reported another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one navarre 8fr 30cm locking pigtail drainage catheter for evaluation. Visual inspection noted that the string used to create and lock the pigtail was not protruding from the proximal hub. Therefore, the investigation is confirmed for the alleged catheter damage. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during the ultrasound guided drainage of a perinephric abscess, the wire line of the drainage tube was allegedly broken. It was further reported that another device was used to complete the procedure. There was no reported patient injury.